Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Device availability - product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. A review of the provided data and the visual examination of the components have indicated the presence of a wear patch, at least two wear stripes and equatorial contact on the femoral head. There is also a second wear patch on the rim of the acetabular shell. These features likely indicate that there was a degree of edge loading or subluxation of the components, which is strongly supported by the report that the prosthesis was known to have dislocated seven times. The scratching and indentations on the bearing surfaces suggest that a third body was present, the source of which is unclear. The black and white residue on both taper surfaces suggests that fretting or galling mechanisms were active at this interface. Product left conforming to print as there was no evidence that states otherwise. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04536 / 04537).

Event description:
It was reported that patient underwent left a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to armd. During the procedure, it was noted the acetabulum was loose and a tumor- like formation on the sacrum was adhering to the skin. Reported from (B)(4) laboratory.